Manufacturer narrative:
Terumo cardiovascular systems corporation has not received the actual device for evaluation; therefore, the investigation has yet to be completed. A follow-up report will be submitted when the investigation is complete and/or more information becomes available. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up

Event description:
The user facility reported to terumo cardiovascular systems corporation that, during cardiopulmonary bypass, the h/s cuvette displayed an incorrect message indicating there was a disconnect from the cdi head when there was not. The procedure was completed without cdi500 values. Since pertinent event information is not available at this time, terumo is conservatively reporting this event and will submit a follow-up when more information becomes available.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on october 16, 2015.(B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
Upon receipt of additional event information from the user facility, the procedure involving a h/s cuvette was determined not to have caused any patient harm, nor was there a procedure delay, nor was there any blood loss. It was reported that the procedure was completed successfully.

Manufacturer narrative:
The returned sample was microscopically inspected, and the magnet of the cuvette did not reveal any potential defect that would inhibit part functionality. A review of the device history record revealed no manufacturing anomalies. The returned sample was found to have difficulties connecting to the cdi 500 monitors when the functionality of the magnet was tested. The strength of the magnet from the sample was measured and found to be lower than normal. The root cause of this failure was determined to be defective magnets that have a lower magnetic strength than normal. These magnets are manufactured by an outside supplier, arnold magnet technologies. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system. Upon further investigation of the reported event, the following information is new and/or changed: (additional event description); (device information); (device available for evaluation); (date received by manufacturer); (indication that this is a 2nd follow-up report) ; (follow-up due to additional information); (device not evaluated by manufacturer but anticipated); (device manufacture date); (remedial action); (action reported to FDA reporting number). A third follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusion. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
This event has become associated with voluntary safety alert (B)(4). The safety alert was initiated by terumo on (B)(4) 2015.